Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that it would not emit x-rays. There is no report of injury or death associated with this event.